Event description:
On (B)(6) 2013 patient reported experiencing elevated blood glucose levels because she has not been getting the insulin. Patient stated that she had insulin inside of the insulin cartridge compartment and that is the reason her blood glucose level was elevated. Patient reported her blood glucose reading was 500 mg/dl. Patient's normal blood glucose range is 160-200 mg/dl. Patient stated she checked her blood glucose level and it was higher than her normal and then she looked at the infusion device and the cartridge compartment had moisture in it. Patient reported she took out the cartridge and noticed the insulin. Patient stated insulin poured out of the cartridge compartment. Patient reported she cleaned the compartment with a tissue; was not sure how the insulin got into the compartment. Patient stated it could be the cartridge leaking but is not sure because it is not coming from any place else. Patient reported she took insulin via injection after she removed the infusion device. Patient stated she will call the doctor if her blood glucose level does not come down using the backup infusion device. Assisted with setting up the backup infusion device. On follow up call on (B)(6) 2013 patient reported her blood glucose levels are back within her normal range. Submitted request for assistance. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged insulin cartridge, infusion pump, adapter, and infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. Cartridge meets the specification. Result cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: since no material has been returned from the customer and no lot number is known,no investigation could be performed. Therefore, the complaint cannot be verified. Pump: the delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation. History list: nothing unusual was found in the history list. Adapter: the adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.